Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring seals did not deploy correctly. The surgeon deployed the seal into the aorta but when he went to pull back out the delivery devices, the seals came back out intact with the device. A fifth replacement heartstring seal with a different lot number was used to complete the procedure. The patient was on cell saver, but there was a little blood loss as to be expected, with no intervention, as a result of having to deploy four seals. No patient complications were reported by the hospital. No blood transfusion was required because this hospital used a cell collection saver and gave the patient's own blood back. This report is for the first seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).